Manufacturer narrative:
No complaint was received with the return of this device. Failure event observed during analysis. Final analysis found a partial connector portion of the lead measuring 18.0 cm returned for analysis. External insulation abrasion was noted from 17.5 cm to 17.8 cm from the connector pin, consistent with friction against the pulse generator can. The etfe coating on one of the cables was abraded at this location. All other damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.